Event description:
It was reported that during a foot procedure, the smart pump dual channel lost pressure. It was reported that there was very minimal bleeding at the surgical site and that the procedure was completed successfully utilizing the same device. No medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
During the device evaluation, a malfunction was found in the printed circuit board. The device was repaired and returned to the user facility.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that during a foot procedure the smart pump dual channel lost pressure. It was reported that there was very minimal bleeding at the surgical site and that the procedure was completed successfully utilizing the same device. No medical intervention and no adverse consequences were reported with this event.